Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that air entered the irrigation line due to a defective infusion check valve during a procedure. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
As the customer did not retain the finished goods lot number the device history record and lot history could not be reviewed. Only one used infusion manifold with the infusion cannula connected. Replacing the components that were not returned with those from the lab stock, the sample was tested using the constellation console. The sample passed priming and intraocular pressure calibration successfully. The auto infusion valve (aiv) was tested by toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No fluid flowed to the air line. A reverse leakage test was performed on the auto infusion valve and was found to function per specifications. The root cause of the customer's complaint could not be established; the returned auto infusion manifold and valve functioned per specifications. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting the manufacturer internal reference number is: (B)(4).